Event description:
It was reported that the patient suffered from right leg pain and swelling. The subject also experienced flexion contracture despite aggressive efforts at physical therapy. A revision was performed (B)(6) 2018 with a poly exchange. Upon removal of the nodule, the knee could be fully extended indicating that the cause of the patient's flexion contracture was primarily anterior impingement in the intercondylar notch due to fibrous nodule formation